Event description:
A facility returned the mayfield ultra base unit (a2101) for inspection and repair. Evaluation showed that the unit received had the handle closed without having the 6-inch transitional installed. There was no patient involvement.

Manufacturer narrative:
The mayfield base unit (a2101) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the handle was closed without the 6-inch transitional installed deforming the opening. The opening was resized to allow the 6-inch transitional to be inserted in the handle. Unit calibrated and set to proper pressure to pass inspection. The left bracket was set to move smoothly. New 6-inch transitional included every time with pm. Unit repaired, and all tests resulted in a pass per manufacturers specifications. Root cause - complaint confirmed via inspection of the item. The base handle had been closed without the 6-inch transitional installed, deforming the handle hole. No further investigation required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.